Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . At a routine follow up appointment in (B)(6) 2017, the device had twelve years, remaining battery longevity. In (B)(6) 2018, the device had three years, five months, remaining battery longevity. In (B)(6) 2019, the device had nine months, remaining battery longevity. A boston scientific technical services (ts) consultant performed a disk analysis, confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that a high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . At a routine follow up appointment in (B)(6) 2017, the device had twelve years, remaining battery longevity. In (B)(6) 2018, the device had three years, five months, remaining battery longevity. In (B)(6) 2019, the device had nine months, remaining battery longevity. A boston scientific technical services (ts) consultant performed a disk analysis, confirming the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received that the device was explanted. No adverse patient effects were reported.